Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was failed and the station went to home screen. A field service engineer verified the reported issue and replaced the door latch assembly, tested all doors and confirmed they were fully functional. The customer also tested the repair within the application, and all functions operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a door failure occurred. Tower door 2 failed with repeated clicking and returned the system to the home screen. There were no delay or adverse events or injuries reported based on this event.